Event description:
Clinic notes received on 07/21/2015 state that the patient is scheduled for battery replacement on (B)(6) 2015 due to low battery status. Notes state that the patient has responded well to vns therapy and would benefit from vns replacement. Notes state that the patient has seizure disorder with recent breakthrough with end of cycle battery life remaining on vns. It was noted from the physician that the breakthrough in seizures were above pre-vns baseline levels and no causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. The patient underwent generator replacement on (B)(6) 2015. The explanting facility is a no return site so the device is not available for analysis.